Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported on nps customer survey that customer reports their pumps are older and break often. Further follow up customer mentioned that they had incidents of free flow occurring. Customer stated pumps are not available to return to bd for investigation. There was unspecified harm to the patient. Although requested no further information was made available.

Event description:
It was reported on nps customer survey that customer reports their pumps are older and break often. Further follow up customer mentioned that they had incidents of free flow occurring. Customer stated pumps are not available to return to bd for investigation. There was unspecified harm to the patient. Although requested no further information was made available.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.